Event description:
Information received from the field does not address the patient's clinical status but notes that during a trans- telephonic pacer check, asynchronous pacing was at 52 ppm. With the magnet in place, the pacing slowed to 45 pppm and at one time stopped for a few beats. Removing and applying the magnet resulted in the same phenomenon.

Manufacturer narrative:
Additional info received from the field notes that the inappropriate magnet response that was previoulsy reported was the result of improper magnet placement.